Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the transmitter gave an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.